Event description:
According to the customer, the nebulizer stopped administering his "ipratropium bromide and albuterol sulfate" medication on (B)(6) 2025, and the medication is prescribed at a frequency of every 6 hours.

Manufacturer narrative:
According to the customer, the nebulizer stopped administering his "ipratropium bromide and albuterol sulfate" medication on (B)(6) 2025, and the medication is prescribed at a frequency of every 6 hours. The customer reported that the medication "bubbles in the cup" but there is no mist. The customer reported due to the reported incident he has had difficulty breathing, especially with activity. The customer reported that he has missed his medication treatments due to the reported issue and is requiring his "emergency inhaler" multiple times a day. The customer did not report any serious injury medical intervention or follow up care related to the reported incident. No additional details are available related to the customer reported issue. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.